Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was unable to open the jaws of the clamp when using the synchroseal with the system. They opened a second synchroseal to perform the intervention. There was no reported patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The synchroseal instrument was analyzed and fa investigations did not replicate the customer-reported complaint. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument passed the seal test on 2 of 2 attempts. The instrument was fully functional and no product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.